Event description:
It was reported by the sales rep stating that, he was informed by the physician that during a breast biopsy while deploying the marker, the tip sheared off into the pt's breast. The physician was unable to locate the tip or visualize it on the post mammogram that was taken. No device is being returned for analysis.

Manufacturer narrative:
Information is unvailable ; device was not returned for evaluation.